Event description:
Due to the worsening of the hearing in my left ear, I had my first hearing aid (ite) in 1983 from (B)(6) hospital in (B)(6). At the time, I was stationed at (B)(6) in (B)(6). I eventually got an ite hearing aid for my right ear through the va. I retired in 1994 as a ltc in the u.s. Army after 20+ years. I transitioned to an ote hearing aid for both ears through the va. When I became eligible for a cochlear implant for my left ear, I selected dr. (B)(6) in (B)(6) to perform the surgery at the recommendations of several ents. On (B)(6) 2022, dr. (B)(6) performed the cochlear implant of my left ear at the outpatient care center in (B)(6) (cochlear device implantation w/wo mastoidectomy. Tympanoplasty w/o mastoidectomy w/o ossicle reconstruction. Graft (e.g., fat, dermis, fascia). Labyrinthectomy transcanal. Anesthesia external, middle, and inner ear w/bx nos). After my cochlear implant surgery, I started having balance issues. I have never had balance issues prior to the cochlear implant surgery. I received a 4-year u.s. Army rotc scholarship in my senior year at (B)(6), a department of defense (dod) in (B)(6) where my father was an air force civilian at (B)(6). I was a cadet commander of the army rotc brigade at the university of (B)(6) and graduated as a distinguished military graduate. I was an airborne, ranger, infantry officer throughout my entire military career. At the follow-up appointment after my cochlear implant surgery with dr. (B)(6), I informed him of my balance issues. He stated that patients with issues such as balance will improve after a month. When I returned for another appointment with dr. (B)(6), still with balance issues, he referred me to physical therapy (pt) with benchmark pt. I completed my pt with no noticeable improvement in my balance issues. I then saw another ent, dr. (B)(6), in (B)(6) who referred me to another pt. I completed that pt with no noticeable improvement in my balance issues. I made an appointment with a neurologist who conducted several tests and concluded that there was nothing neurologically wrong with me. I made an appointment with the pt facility at the va clinic in (B)(6). After completing several pt exercises without any problems during the first session, the trainer indicated that no amount of pt would improve my balance issues. I received an MRI and a CT scan with no abnormalities. I have been going almost daily to the local (B)(6) gym alternating between my strengthening and cardio exercises with no improvements to my balance issues. Bottom-line, I would prefer being deaf in my left ear rather than suffer through balance issues for the rest of my life. Yes, I am frustrated!